Event description:
Reporter alleged obtaining a discrepant blood glucose result of lo (less than 10 mg/dl) back to back with a result of 76 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated she took insulin before obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.